Event description:
It was reported by service report that the siderail was damaged with sharp edges. The weld was broken and the siderail would not lock in the upright position. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.